Event description:
The user facility reported that during a procedure, the device was "shorting out", allegedly due to water invasion. The procedure was reportedly completed and there was no patient injury reported. No further information was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of the device "shorting out." The image was found to be within standard. However, the bending section cover glue was found peeling and sharp, and there was a chip noted on the light guide lens. The device was serviced and returned to the user facility. In october 2008, during an internal quality review, it was determined that there was an error in the bill of materials for the videocolonoscope. The electrical connector for a different model of device had been inadvertently included in the bill of materials. This issue was determined to affect only endoscopes that had an electrical connector replaced between 2007 and 2008. The original equipment manufacturer was consulted regarding this finding, and olympus america, inc. Was informed that under certain conditions, use of the incorrect connector could potentially cause image difficulties such as static, distortion, and complete loss of image. A retrospective review of product complaints identified that this report may be related to this issue. There have been no reports of injury or illness associated with any of the affected devices. Olympus has taken immediate action to rework all affected devices in inventory, and is not notifying the 17 customers that have received these devices, including the subject facility. A replacement device is being provided free of charge to all affected customers. A copy of the notification letter and consignee list is included with this report.